Event description:
It was reported that the ventilator's control printed circuit board was found defective.there was no patient harm.manufacturer's ref. #:(B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator's control printed circuit board was found defective. Identification of issue has been done by analyzing problem description and service report. It was clarified that the reported issue was related to flow transducer test failure during pre-use check. According to the information provided by the technician, the control printed circuit board was replaced to resolve the problem. The issue was decided to be reported as the defective control printed circuit board may lead to stop of ventilation. There was no patient involvement. Unfortunately, neither the device's logs nor the claimed part were available for further analyze, therefore the root cause to the reported issue has not been determined. The correction of field h6 adverse event problem and evaluation codes - health effect ¿ impact codes was required. This is based on the internal evaluation. Previous health effect ¿ impact code: no health consequences or impact /// 2199. Corrected health effect ¿ impact code: no patient involvement /// 2645.